Event description:
Patient was complaining of discomfort. Fentanyl dose was increased from .5cc to .9cc while reprogramming the dosage on the pca pump the patient experienced respiratory distress. Narcan was administrated to the patient and he recovered shortly thereafterdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: telemetry failure, unanticipated adverse reaction - short term. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.